Manufacturer narrative:
Evaluation codes: method - lot number search. Results - a lot number search was performed for similar complaints within the search for the injector and cartridge. The injector search shows four similar complaints found and the cartridge search shows three similar complaints found.

Event description:
The reporter stated that the surgeon was using a eyeonics crystalens with the microstaar msi-pf injector and mtc-60cfp cartridge and the crystalens haptic got bent during loading into the cartridge. It was reported it was due to the cartridge. No pt contact or injury.